Manufacturer narrative:
(B)(4). Event date: the peritonitis was reported to have occurred on an unknown date in (B)(6) 2014. A batch review was conducted for potentially associated lot numbers h13f05068, h13k26065, and h14a13039 with no issues noted during the manufacturing process. There were no deviations from standard procedure. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the peritonitis was manifested by severe abdominal pain and low grade fever. The patient was hospitalized and treated with unspecified antibiotics (dose, route and frequency not reported) for the event. Approximately two months later, the patient was hospitalized for a repeat peritonitis. During the second hospitalization the patient¿s pd catheter was removed and the patient was switched to hemodialysis. The patient was reported to be discharged from the hospital and was recovered from the peritonitis. Additional information was requested but is not available. This is report 1 of 2 involved in this event.